Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 275 mg/dl to 320 mg/dl and a large ketone level identified as dangerous as determined by customer's healthcare provider. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, saline, potassium, and dextrose. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Reportedly, the customer's healthcare provider suspected an unrelated medication possibly contributed to the event; however, ultimately, the customer and healthcare provider alleged that the pump was not delivering insulin properly. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. Reportedly, the customer reverted to manual injections for insulin therapy.